Manufacturer narrative:
Batch review performed on (B)(6) 2017. Lot 051889: 16 items manufactured and released on (B)(6) 2006. Expiration date: 2010-11-30. No anomalies found related to the problem. To date, 15 items of the same lot have been already sold without any similar reported event.

Event description:
Revision of the inlay and the head because of a worn out inlay after 11 years. The patient had a first revision 4 days after primary due to a fractured ceramic liner: ø28 liner pe, cocr 28 head were put in.